Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-slip syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: 10ml bd syringe (ref 302143) was leaking fluids when drugs were being drawn into the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-apr-2023. . H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage other was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no damages or abnormalities present. The sample also underwent internal leakage testing, and no leakage was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported while using bd luer-slip syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: 10ml bd syringe (ref 302143) was leaking fluids when drugs were being drawn into the syringe.